Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high capture. The patient was asymptomatic, the lead was capped and replaced successfully.